Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 (related manufacturer reference number: 3006705815-2025-03446) intraoperative testing showed inadequate coverage/stimulation on non-pain area on patient¿s existing leads. As such, the leads were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.